Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2013 and then intermittently thereafter. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It is unknown if surgery has been performed to correct the high impedance. The patient previously underwent generator and lead replacement due to high impedance on (B)(6) 2013 (MFR. Report # 1644487-2015-05849). Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The initial MDR stated that the patient had a surgery in which both the generator and lead were replaced. Also, due to this belief the suspect device was reported as unknown on the initial MDR. Operative notes from the replacement surgery were received and indicated that the lead was not replaced. It appears a diagnostics test was performed during the surgery which resulted in normal values, and the lead was not replaced due to this. The patient has now been referred for revision surgery, and more clinical notes were received as part of the referral process. The clinical notes further indicated that the lead was not replaced. High impedance was reported again approximately 2.5 years later and x-rays were received by the manufacturer for review (reported on report # 1644487-2018-00110). It was not identified as being related due to the difference in time between the reports. These high impedance reports are a continuation of the same event, and all further information regarding the high impedance will be reported using MFR report #1644487-2015-05849. No additional or relevant information has been received to date.